Manufacturer narrative:
Additional information was received that there were no exposed wires on the lead, and no visible damage on the lead. There was only the mark of the clik anchor.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. Lead breakage was suspected due to the lead being bent on the proximal end. The patient was doing fine post operatively.

Manufacturer narrative:
Date of event: (B)(6) 2015.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17079623, description: next generation anchor kit-sterile lead. Sc-2352-50 sn (B)(4): device evaluation indicated the lead passed mechanical tests performed. The complaint was confirmed. Visual and photographic inspection of the lead revealed that four cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. There were no exposed cables at the fracture site. Clik anchor sc-4316 ln 17079623: visual inspection found that the clik anchor has one torn eyelet.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. Lead breakage was suspected due to the lead being bent on the proximal end. The patient was doing fine post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. Lead breakage was suspected due to the lead being bent on the proximal end. The patient was doing fine post operatively.